Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had pain at the ins site. They ran an impedance check on the left side (electrodes 8-11). Program a, the one that caused pain at the ins site, used electrodes 8 <(>&<)> 10. They changed from program a to take into account the impedance, and the patient no longer felt pain at the ins site. The issue was resolved at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause was known, however it was not provided.